Event description:
During a coronary stenting procedure, a cypher select + 2.75x28mm was advanced to the target site and the physician attempted to deploy the stent; however, contrast media leaked out from the hub. When the physician removed the delivery system from patient, he noticed that the hub was cracked. A different device was used to successfully complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Cypher select product is not distributed in the us; however, it is similar to us distributed cypher product. Additional information will be submitted within 30 days of receipt.